Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by severe abdominal pain and vomiting. The cause of the event and treatment for the event was not reported. Three days after the onset of event, the patient was hospitalized. At the time of this event, the peritonitis is ongoing. Pd therapy was discontinued and the patient is on temporary hemodialysis. The reporter declined to provide additional information.